Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 76 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer stated that battery compartment is neither damaged nor corroded. The customer was advised to insert the new aaa alkaline battery. The customer stated to monitor the pump. The customer was advised that we will ship a replacement battery cap.